Event description:
Reportedly the pt underwent a pyloric myotomy procedure. The suture used for skin closure broke 2 days post-op. The pt was brought back to the or and resutured without complication. No add'l info was available.